Manufacturer narrative:
Investigation summary: it was reported the product had no imprinted marked increments or numbers on the outside barrel of the 20ml syringe. To aid in the investigation, one sample with the top tray web, but with no packaging tray and one photo was received for evaluation by our quality team. A visual inspection was performed, and the syringe barrel has no scale markings. The defect can be observed in the photo provided. No other defects or imperfections were observed. This defect could occur if there was a jam during the syringe barrel printing process. A device history record review was completed for provided material number 305617, lot 2333958. The review revealed no internal rejects related to the reported issue by the customer. According to the quality records all the inspections of the sampling plan met the acceptance criteria. Verification of the syringe barrel printing process was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ syringe was missing the scale marking. The following information was provided by the initial reporter: had no imprinted marked increments and numbers on outside barrel of 20 ml syringe.